Manufacturer narrative:
The field service engineer (fse) replaced the pipettor tip, adjusted ultrasonics for pipettor #2, and performed pipettor alignments. The fse verified sample pick-and-place and replaced the aspirate tubing. System verification testing (high sensitivity test, precision test and quality control) was within the assay and instrument specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, hardware malfunction is the likely cause of this event. Beckman coulter continues to track and trend any incident related to this issue.

Event description:
The customer reported a gi (gastrointestinal) monitor cancer antigen 19-9 (ca 19-9) result recovered <1 u/ml, for one patient, involving the unicel dxi 800 access immunoassay system used in conjunction with the access gi monitor assay and calibrator. The laboratory has a retest protocol to reanalyze any results that is <1 u/ml. The sample was reanalyzed on the same instrument and recovered a value of 28 u/ml. The sample was also reanalyzed on an alternate unicel dxi 800 system and recovered a value of <1 u/ml which was reported to the hospital. The customer then performed a sample precision test (10 points) to verify reproducibility which generated results from <1 u/ml to 28 u/ml. The initial result from the original analyzer was not released from the laboratory. There was no patient consequence or change in patient treatment associated with this event. The laboratory received the patient¿s sample from a third party in an aliquot tube. The sample was centrifuged at 3,000 rpm (rotations per minute) for fifteen minutes. System parameters (including calibration and quality control) were performing within assay and instrument specifications on the date of the event. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.